Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer was experiencing charging issues where the cable would have to be positioned in a specific way in order to charge. There was no reported impact to customer's blood glucose. Customer declined to troubleshoot with tandem technical support.